Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving inappropriate high voltage (hv) therapy. Upon interrogation, one appropriate hv shock was noted due to true ventricular tachycardia (vt). After the appropriate shock, noise causing oversensing and inappropriate hv therapy on the right ventricular (rv) leads were noted. Diagnostic imaging confirm the two rv leads are in contact with each other and may be causing the noise. The physician turned hv therapy off and hospitalized the patient for lead revision. Both rv leads were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-03982.